Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high pacing thresholds were observed on the right ventricular (rv) lead shortly after implant. The lead later to appeared to have dislodged as it was not capturing at maximum output. The lead was disabled and the patient has since been paced in the right atrium and left ventricle only. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.